Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, inspection of the lead prior to insertion into patient's anatomy revealed no issues. During use of the rv lead, the physician encountered difficulty when securing the lead. After several re-positioning attempts, the rv lead tip was noted as bent and/or kinked and was deemed as unusable. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.